Event description:
It was reported that the device was used during a coronary artery bypass procedure. It was reported by the rep that the surgeon fired (1) tct75 instrument forward and got about one quarter of the way down and it would not go any further. The instrument was put aside and another tct75 was used to complete the case. There was no consequence to the pt.